Event description:
Reporter indicated that vns patient had been seizure-free with the vns therapy until they recently experienced a grand mal seizure. It was reported that approximately three weeks before the grand mal sizure, the patient was experincing erratc stimulation and the approximately on week prior to the grand mal seizure, stimulation caused the pateint's neck (at the area of the neck incision site) to "bulge out in a knot". The patient has also indicated that sometimes they cannot feel the normal mode or magnet mode stimulation. The patient was seen by neurologist after having the grand mal seizure, at which time the device output current was increased to maximum setting (3.5ma). The patient still did not feel stimulation. The neurologist indicated that the generator was functioning properly and that he suspected that something was wrong with the lead. The patient was referred to neurosurgeon. Review of x-rays by neurosurgeon did not reveal any obvious discontinuities in the ncp system. The neurosurgeon does not want to perform exploratory surgery as he is uncomfortable exploring the lead. It was reported that the patient's device had been programmed to rapid cycling, but the device diagnostic testing resulted in elective replacement indicator "no", indicating that the generator was not at end of service.